Event description:
During lap chole, active cord was smoking and completely burned through the cord near accessory connection. Spatula had pin hole defect in sheath, and area near spatula. Active cord was changed, however there were still problems with sheath. No pt injury.